Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a patient notifier. Pseudo pseudofusion resulted in functional loss of capture. Nsln episodes were observed. The device was reprogrammed and patient notifier for nsln was disabled. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.